Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4; d8; d9; g3; h2; h3; h4; h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bad video connector/cable, unit failing water leak test from crack in rear cover, charge coupled device (ccd) connector pins damaged and stuck from corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to bad video connector/cable. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no power, and therefore no image during the set-up. There were no reports of patient harm.